Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead went through the septum into the left ventricle through a patent foramen ovale (pfo). The rv lead was pulled back and was successful. The rv lead remains in service. No additional adverse patient effects were reported.